Event description:
Patient was revised to address elevated ion levels. Report also notes that cup had fibrous ingrowth only but not grossly loose.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is duplicate report of 1818910-2013-00215. This report, 1818910-2012-17185, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-00215.

Manufacturer narrative:
This investigation is still considered closed.